Manufacturer narrative:
Investigation summary: one sample was received for evaluation. A visual inspection was performed, confirming a hair inside the barrel in the fluid path; therefore failure mode is verified. Three photos were provided as well. Two photos show the syringe with the hair inside the barrel and one photo shows the scale marking skewed. This failure mode is also verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode. This is the 1st complaint for the lot# 8332936 for the same defects or symptoms. There was no documentation of issues for the complaint of lot # 8332936 during this production run. Root cause description: operator interaction with the product is minimal, however, hair contamination is possible if proper gowning is not followed. All operators are trained to a gowning procedure to minimize risk of hair contamination. Per procedure, hairnets/beard covers must always be put on before the smock. The hairnet and beard cover must cover all hair. Hairnets and beard covers must be discarded once removed. Skewed print can be caused by a misalignment of the load fingers or chains that press the syringe into the printing pad. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that one bd syringe luer-lok¿ tip had hair inside the barrel, while another syringe had crooked gradation lines on the barrel. All defects were found before use.